Manufacturer narrative:
Supplemental report submitted to correct h10.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient related factors (large calcifications of the native leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in poland. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by right transfemoral approach. The patient presented a tricuspid valve with large calcifications of the leaflets. When the delivery system with the valve was crossing the native annulus, the valve slid off the balloon and jump into the annulus, probably due to the annular calcification. The valve was withdrawn with the delivery system into the abdominal aorta and it was attempted to re-insert it in the esheath+ to remove it but it was not possible. After several attempts, the valve completely slipped off the balloon so, it was decided to remove the delivery system, leaving the valve dislodged, and an 18f balloon was passed through it in an attempt to retract the valve into the esheath+, which had been torn during implantation. As the valve could not be removed, the esheath+ was removed and a non-edwards 18f sheath was inserted. Another attempt to retrieve the valve was done but it was unsuccessful. The 18f balloon was exchanged for a high-pressure 6f balloon, and the valve would be pulled together with the sheath down to the iliac artery. In this location, the valve would then be surgically removed. A whole new system was prepared, and the second valve was successfully deployed. A hematoma was observed, but no actions were taken, and the patient was noted to be stable. The day after procedure the patient felt unwell and a bleeding was discovered from an aortic root rupture. An open chest surgery was performed to treat the rupture and it was performed a surgical aortic valve replacement. The patient was noted to be in stable conditions after the procedure. However, he patient passed away two days after the procedure.